Event description:
It was reported that this right ventricular (rv) lead was not pacing when required and had high pacing thresholds. As a result, the lead was removed and replaced. No additional adverse patient effects were reported. The product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time.